Manufacturer narrative:
The patient's attorney did not allege a specific device or device failure and medical records have not been provided. Without a lot number a review of the manufacturing records could not be conducted. Additionally, no product was returned for evaluation. With the currently available information, no conclusion can be drawn. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Addendum to the previous report. This supplemental is being sent to report product identifiers for the composix kugel mesh as well as a date of implant and explant for the mesh. The medical records indicate the patient experienced adhesions. Adhesions is listed as a known possible adverse reaction in the instructions-for-use. With the current information available no conclusion can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: ni/ni/ni - patient had hernia repair surgery, which included implantation of a hernia repair product. The attorney alleges the patient experienced "pain and suffering", disability and injury. Addendum to the previous report based on medical records received on 07/13/2016 provided to davol by the patient's attorney: on (B)(6) 2004-- the patient underwent implant of the bard/davol composix kugel hernia patch to repair an incisional hernia. On (B)(6) 2012-- the patient underwent explant of the bard/davol composix kugel hernia patch due to pain, with implant of two non-bard davol mesh. The operative notes did indicate that adhesions were found to the mesh and that the superior portion of the mesh was contracted and the edge rolled inward.

Manufacturer narrative:
The patient's attorney did not allege a specific device or device failure and medical records have not been provided. Without a lot number a review of the manufacturing records could not be conducted. Additionally, no product was returned for evaluation. With the currently available information, no conclusion can be drawn. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) - patient had hernia repair surgery, which included implantation of a hernia repair product. The attorney alleges the patient experienced "pain and suffering", disability and injury.